Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 84 and 181 mg/dl in 2002. Tests were done 10 mins apart. No further info has been reported.